Manufacturer narrative:
A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the directions for use (dfu) for the handpiece was reviewed and found to include adequate instructions for use, warnings, cleaning and sterilization. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgeon reported a wound leakage occurred in the patient¿s right operative eye. As a result of the wound leakage, the wound required two sutures. A description of the event indicated the surgeon quickly noticed that the aspiration was not performing properly and had stopped the surgery to evaluate the phaco handpiece. The surgeon noticed the material matter that was captured/treated by the phacoemulsification had not aspirated through the phaco tip. The phaco handpiece was replaced and procedure was completed. A toric intraocular lens was implanted. The surgery center¿s sterilization technician confirmed the phaco tip was clogged. The surgeon commented on concerns that the sutures placed, might have modified the keratometry. In addition, the suspected handpiece is not available for return as the handpiece was placed back in circulation and the serial number was not noted at the time of the event. Through follow-up, the cleaning and sterilization process may have contributed to the event and the patient¿s outcome seems to be good.